Event description:
Per the clinic, a post-operative x-ray scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).